Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was being manually filled using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of manufacturers report # 1416980-2021-02226. All investigation activities will be captured under mfg. Report # 1416980-2021-02226. Should additional relevant information become available, a supplemental report will be submitted.